Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient states they had back surgery on the 1st and they turned off their stimulator and now they can't get it back on with their programmer. Agent had patient attempt to connect with their neurostimulator with and without the antenna on, however the patient continually encountered the poor communication screen. The issue was not resolved through troubleshooting. Patient called back for assistance on turning on therapy with 3037 programmer and antenna. Patient was able to connect , therapy was on. Patient states since back surgery going to the bathroom every hour. Patient increased settings on the call and states being able to feel it now. Pss reviewed therapy considerations. Agent requested that patient contact their hcp to receive device information and call mdt back for further troubleshooting. The patient was redirected to their healthcare provider to further address their connection issues.